Event description:
The record indicated that the customer reported a discrepancy between the displayed and actual time on their device, with the difference being greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor and follow up if the time discrepancy recurred. The customer acknowledged and understood the instructions provided.